Event description:
Nellcor puritan bennett rec'd a report from a biomedical engineer that while performing testing as part of the speaker upgrade (remedial action z-0664-05), the unit still did not provide an audio tone. There was no pt involvement.

Manufacturer narrative:
The unit was requested back for evaluation, but has not been returned.